Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 298 mg/dl, which the customer advised she had corrected. The customer stated that she was lying in bed, although she did not recall specifically whether she had lied on the insulin pump. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.